Event description:
It was reported that post a coronary artery drug eluting stenting procedure, in-stent restenosis occurred. The lesion was located in the right coronary artery (rca). The in-stent restenosis on the unspecified taxus liberte paclitaxel-eluting coronary stent system was noted at the one year post stent implantation follow up. The lesion was treated with angioplasty. No patient injuries or complications were reported. The patient"s status was reported as "good."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).